Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection revealed device broken in half in direction of teeth at bottom of slot. Because of condition of component only a calculated dimension for wall thickness was inspected. All relevant dimensions could not be measured. This complaint is indeterminate.

Event description:
It was reported during a lumbar fusion procedure when the final tightening with torque wrench and two ti collars with grooves broke. Another torque wrench and collars were used to complete the procedure. All pieces were retrieved. This is report 1 of 3 for the same event.